Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device used on the same patient see MDR 3013394970-2018-00634.

Event description:
The user facility reported the angio-seal device failed to seal the arteriotomy. The patient was stated to be fine. The procedure outcome was successful. Additional information was received on september 20, 2018. When the device was removed from the package, it was found that the white catheter was bent. The physician did not feel comfortable using it.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal sts plus was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. Visual inspection revealed, the deployment sleeve was in full rear lock position and the dry collagen was tamped with the anchor at the tip of the device. The suture was not cut and the tamper tube hung proximal to the collagen knot. The deployment sleeve was in full rear lock position with the color bands completely exposed on both sides. No anomalies were noted upon visual and microscopic inspection of the outer device surface and no bend or kink was observed. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the actual sample was found to be of the normal product.